Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported by customer that when drawing up solu-medrol from vial into the syringe, it was noted that pieces of rubber from the medication stopper was inside the syringe. Same event happened a second time with the same medication vial but with a blunt needle this time.